Manufacturer narrative:
Manufacturer control no. (B)(4).

Event description:
It was reported that the arterially-directed sheath was exchanged for a 7fr sheath and a teratola device was advanced over a 0.18" guide wire. The teratola device was deployed but was not functional. It appeared that the teratola basket had become separated from the main catheter body. Attempts to re-sheath the basket were made but were unsuccessful. Attempts to remove the device were unsuccessful as the catheter body had separated itself from the basket. The catheter portion of the teratola device was removed leaving the basket within the distal cephalic vein; the guide wire remained in place and was easily movable suggesting remained in place and was easily movable suggesting that it has not become entangled within the basket. The presence of the basket near the arterial anastomosis did not appear to be occluding flow through the fistula but flow was noted to be very sluggish. A third cannulation in the arterial direction was made and an 8fr sheath was established. A guide wire was advanced into the brachial artery and a 10 mm snare was deployed. After multiple attempts, the 0.18" was snared and pulled through the 8fr sheath. The basket was not...